Event description:
It was reported following successful deployment of this femoral filter, removal of the guidewire met with resistance. The guidewire was reportedly lodged in the apex of the filter. Continual removal attempts resulted in dragging the filter to the iliac bifurcation and bending one of the filter legs. The sheath was readvanced to stabilize the filter which facilitated successful guidewire removal. Another filter was placed and although slight asymmetry of the filter legs was noted, the physician felt filter placement was successful and another filter was not placed. The pt's condition is good. A delivery system in the released position, along with a sheath, dilator and guidewire were rec'd, evaluated and retained by this MFR. The filter remains implanted and will therefore not be available for evaluation. The engineering evaluation indicated the guidewire had 2 coils that were slightly streteched located at 7.2 and 7.3 centimeters from the distal tip. The coating on the wire in the area of the stretched coils appeared to be scratched. The wire outer diameter was within specification three kinks were located in the sheath at 13,23.4 and 34.4 centimeters from the distal tip. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the cause for this event.